Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the nozzle was unable to be identified. It was confirmed that the nozzle was not deformed. There were no obvious reprocessing deviations. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to the insufficient cleaning. Other observations for the device are: due to pinhole in distal end rubber coating (a-rubber), water tightness is lost; due to wear of angle wire, bending angle in u direction and play of up/down knob does not meet the standard value; a-rubber, adhesive of a-rubber, connecting tube, scope connector (s-connector), protector of universal cord, grip, scope cover (s-cover), switch box have a scratch; connecting tube has a dent and a wrinkle; forceps elevator knob has a scratch; up/down and right/left knob have a scratch; and control unit has a scratch and discoloration. The user¿s complaint of air/water leakage through bending section was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of air/water leakage from the bending section. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to the insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material present in the nozzle, as observed during device evaluation.